Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04)-drill. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The reported issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a small couple millimeter piece of the reamer used during procedure broke off in the intramedullary space of the femur. No additional information available.